Manufacturer narrative:
Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Per the arjohuntleigh - (B)(4) rep: "client used the minerva with a hallstand spreader bar. The sling that should be used for this minerva was hooked on. It concerns a sling with more loops. The stitching of the last loop got broken. No injuries.